Event description:
It was reported that the customer was hospitalized twice in four days due to high blood glucose levels. The first event was on (B)(6), 2011. No blood glucose reading given. The second, on (B)(6), 2011 with a blood glucose reading of 22 mmol/l. It was stated that the customer got a no delivery alarm a few days prior to the first event. The customer changed the infusion set, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.